Manufacturer narrative:
B3. Date of event updated.

Manufacturer narrative:
H6 revised health effect - impact code as it was entered incorrectly on the initial report that was submitted. Investigation summary: the investigation has been completed. No product was returned. Pump suction - after three days on support, the patient was having intermittent suction alarms on p-6. Fluid status was discussed with the bedside nurse. Suction was noted to occur when the patient was moved or additional fluid was pulled off of continuous renal replacement therapy (crrt). Fluid may be given at a later point. Data log review showed no suction occurs below p-5. No motor current spikes outside of p-level changes. Placement signal trends up toward case end but remains normal. Pump position was noted to be ok throughout case. The cause of the pump suction was patient condition related due to the issue noting to occur during patient movement and crrt fluid being pulled off. Data logs confirmed suction does not occur under p-5 and pump positioning ok. Device history review: the pump passed all post sterile inspection checks.

Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient became unresponsive while driving their car. The patient was intubated and brought to the emergency room where return of spontaneous circulation was achieved. The patient was admitted to the intensive care unit and decompensated throughout the day. The patient was brought to the cardiac catheterization laboratory for a coronary angiogram and impella cp placement. On the third day of impella support, there was reported to be suction alarms occurring intermittently when the patient was turned, or when the medical team tried to pull more fluid with continuous renal replacement therapy. The medical team discussed giving the patient volume depending on results from laboratory bloodwork. The device was subsequently weaned and explanted successfully, and the explant was not performed earlier than planned as a result of the complication.